Manufacturer narrative:
The customer provided response to the infection related questionnaire. The infection was not contagious. The device was not used in any case after the infection. The equipment is stored at room temperature. The device underwent additional reprocessing. There was no delay to the start of pre-cleaning from the end of clinical use. A suction pump was used to suck water from the forceps suction channel. The site did not use mh-948 to pump air/liquid into the air/water channel. There were no problems with accessories used in reprocessing. Manual cleaning was done within 1 hour after the case. The device passed the leak test. The forceps channel, suction channel, air/water and forceps plug was brushed. The equipment was rinsed before had sanitizing was done. The disinfectant used was aceside. The cleaning tubes were connected to all channels when the endoscope is set in the endoscope disinfector. The disinfectant used was within the expiration date and within the concentration range. The water filter was not replaced during the specified period. The water filters were cleaned by wiping with paper. The endoscope was store in a cabinet with drying function. It was reported that reprocessing had not been carried out because the device will be brought to the sink immediately afterwards. Preliminary washing at the sink was done under running water. The device was returned. There were few findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has white-clouded area. Adhesive on a-rubber has a chip. C-cover has a dent. Connecting tube has a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, bacteria were detected in one of the multiple tests performed on the evis lucera elite colonovideoscope. The air/water channel was tested and the culture test detected presence of pseudomonas aeruginosa. Pre-cleaning was performed using saraya's power quick and disinfection was performed using oer-4 reprocessor. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The customer provided response to the questionnaire regarding reprocessing. The event was non-contagious. The facility did not investigate on other patients whose procedure was performed with the same device. The device was not used on any patients after the positive culture test. The equipment was stored in room conditions. Reprocessing was performed on the device in addition to the reprocessing that was performed immediately after the case. There was no delay to the start of pre-cleaning. Water was aspirated through the instrument/suction channel. An mh-948 cleaning adapter was not used to send air/water through the air/water channel. There were no problems with the accessories used in reprocessing. Manual cleaning was performed within one hour after a procedure. The device passed the leak test. The equipment was rinsed before hand sanitizing. The cleaning tubes were connected to all channels when the endoscope was set in the endoscope disinfector. The water filter was not replaced within the specified period. The disinfectant solution was within the expiration date and within the effective concentration range. The device was wiped with paper towel. The endoscope was stored in a cabinet with drying function. The device was brought to the sink directly after the procedure. Preliminary washing at the sink was done under running water. The samples were collected soon after reprocessing on (b)6) 2022. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The users reprocessing method was reviewed where the following was noted: - mh-948 was not used to supply air/water to the air/water channel. The used reprocessor of the endoscope was oer-4 and the water filter had not been replaced within the specified period. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. The following is included in the device instruction manual: "if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization." Olympus will continue to monitor field performance for this device.